Event description:
Clinical study. It was reported that 71 days after a coronary stenting treatment procedure, a stent fracture was identified. The index procedure treated a 3.6x10mm, 95% stenosed lesion in the mid right coronary artery (mid rca) with pre-dilatation and placement of a 3.5 x 16mm bare metal study stent. During the procedure, a grade e distal stent margin dissection was noted, which was treated with a 3.5x23mm commercial stent. This resulted in more extensive extravasation distally of the dissection, therefore, several commercial stents were placed. Final stenosis was reduced from 95% to 0%. The patient was discharged the next day on aspirin and plavix. The core lab reviewed angiographic film (dated 71 days post index procedure) from this patient in february and march, 2007 and identified stent fracture. The stent fracture was identified as type 4 - complete transverse stent fracture with torsion during the cardiac cycle or displacement between the two components >1 mm. Additional information has been requested. Patient status is unknown.

Manufacturer narrative:
Device eval: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.